Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl as well as low blood glucose level of 20 mg/dl. Customer declines troubleshoot for high and low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked battery tube threads. (B)(4).